Event description:
Redo sleeve - "as the procedure was going to an end, a piece of the valve was spotted in the abdomen."

Manufacturer narrative:
Investigation summary: the septum and shield of the event unit were returned for evaluation along with a video of the procedure. Upon inspection, engineering found the septum was torn. All seals are thoroughly inspected 100% during the manufacturing process. The damage to the seal appears to have been caused by pushing gauze through the trocar seal as seen in the provided video. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. To minimize eversion of the seal when using highly textured surfaces, coat surfaces with sterile lubricant prior to insertion. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.